Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. However, the picture provided shows the product unpackaged. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/05/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-4501 meniscal cinch¿ ii felt bent. This occurred during a knee arthroscopy on (B)(6) 2024, where they tried to place it, but it was useless. Additional information received on 3/20/2024: upon opening the package, the meniscal cinch appeared to be bent. A second ar-4501 meniscal cinch was used to complete the case. The case was delayed for five minutes. The patient suffered no negative effects.